Event description:
Vaporizer quit dispensing anesthetic agent to pt who woke up during carotid endarterectomy. No injury occurred to pt, however, as anesthesiologist transferred pt immediately to another anesthetic vaporizer. Pt outcome was not compromised.